Event description:
Healthcare professional reported, left deflation. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Deflation: unable to observe, due to the conditions of the attached photos. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. Device has been explanted.